Event description:
It was reported the pt's ipg will not communicate with external devices. The pt does not have stimulation. The pt stated he has not used his system for approximate eight months. The pt also stated he stopped using his system because he was unable to charge it. The pt has other personal issues, and he indicated he does not have any plans to address the scs system at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.